Manufacturer narrative:
The customer did not return any product for investigation. No information was provided that would point to a cause for the event. As no product was returned, a specific root cause could not be determined.

Manufacturer narrative:
The inform meter serial number was (B)(6). Qc passed on the meter within 24 hours of this event. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of a high glucose result not corresponding to the clinical status of 1 patient tested on an accu-chek inform ii meter + rf. The result on the meter was "hi" (numeric result > 600 mg/dl). This result did not fit the patient¿s health status, as they were asymptomatic.